Manufacturer narrative:
(B)(4) device evaluated by manufacturer: the complaint product was not received at bsc for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure resistance and a balloon rupture occurred. Vascular access was obtained using an ipsilateral approach via the femoral artery. The 99% stenosed de novo and chronic total occlusion lesion was located in the moderately tortuous and moderately - severely calcified posterior tibial artery. During advancement of a 2 x 120 x 90 sterling sl otw balloon catheter resistance was encountered. The balloon was inflated three times and during the third inflation a balloon rupture occurred at 12 atms. The balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.